Manufacturer narrative:
Insulin pump unable to vibrate due to broken vibrator red wire.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had audio vibrate anomaly. The customer¿s blood glucose level was unknown at the time of the incident. Customer states self test was performed for the audio anomaly and insulin pump did not vibrate during the vibrate test. The insulin pump will be returned for analysis.